Event description:
It was reported that the patient with this right ventricular (rv) lead was reviewing latitude download from my chart and noted shock. Boston scientific technical services (ts) explained that it was like an electrocardiogram (EKG), and the device was not shocking. Moreover, the patient also mentioned that artery was punctured. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 patient codes and h6 patient codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead was reviewing latitude download from my chart and noted shock. Boston scientific technical services (ts) explained that it was like an electrocardiogram (EKG), and the device was not shocking. Moreover, the patient also mentioned that artery was punctured. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field f10 patient codes and h6 patient codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this right ventricular (rv) lead was reviewing latitude download from my chart and noted shock. Boston scientific technical services (ts) explained that it was like an electrocardiogram (EKG), and the device was not shocking. Moreover, the patient also mentioned that artery was punctured. This lead remains in service. No additional adverse patient effects were reported.